Event description:
It was reported that during an esophagectomy procedure, a string like piece of plastic came out from the side of the tissue pad. Another like device was used to complete the case. There was no patient consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.